Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an e433 error. The reported complaint was unable to be confirmed as the complaint event could not be replicated. The additional finding of the e433 error was likely due to a component related failure due to physical stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the generator had an electrical spark appear during the procedure. During the device evaluation an e433 error was observed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator had an electrical spark appear during the procedure. There were no reports of patient harm.